Event description:
The event is reported as: complaint alleges: heater involved in complaint for two melted circuits. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report. A follow-up report will be sent when completion of investigation. Mdrs for the two circuits involved were submitted under: 3004365956-2011-00571 and 000572.